Event description:
It was reported that the patient developed an arrhythmia on (B)(6) 2018 and was admitted from (B)(6) 2018 to (B)(6) 2018 for treatment. The type of arrhythmia and relationship to the device was unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of sinus tachycardia could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02dec2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 1 "introduction" of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was having palpitations and the sinus tachycardia was cause by increase thyroid hormone so potassium was administered orally. The patient had a history of arrhythmia prior to implant and it was not thought to be device related. The sinus tachycardia resolved with the oral medication.